Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). D10: 110010263 item name g7 osseoti multihole 50mm d lot # 6864425, ep-200146 item name act artic e1 hip brg 28x40mm lot # 798670, 6364-2-228 item name stryker v40 femoral head lot # g8135927, 0580-1-044 item name stryker exeter v40 cemented hip stem lot # g8096480. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
There is no additional information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It was identified that zimmer biomet devices were implanted with competitor devices. As per IFU, the bearing should not be used with components of any other system or manufacturer, unless authorized by zimmer biomet. It is unknown if this off label use may have caused or contributed to the reported events. A definitive root cause cannot be identified. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.